Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed after physical exam, and mammogram. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
On november 6, 2024, the mentor failure analysis lab received the device for evaluation. On november 11, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three (3) parts. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women who have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection because microcalcifications are considered a hallmark of malignant breast disease. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 9, 2024, mentor became aware that the patient also experienced right side local reaction, and bilateral implant site calcification in addition to right side rupture, and underwent bilateral replacement surgery with catalog number smpx440; serial number (B)(6) on the left side, and with catalog number smpx440; serial number (B)(6) on the right side on (B)(6) 2024. Reason for device explant and/or reoperation: right rupture' implant site calcification, and local reaction this supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).